Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Technical services (ts) reviewed and recommended to have this device replaced and stated to have this device interrogated to review the red screen in case any fault codes have occurred which may disable brady therapy. The plan was to have the health care professional (hcp) call the patient to bring in for interrogation and discuss next steps with the physician. This device remains in service. No adverse patient effects were reported.